Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies noted. The motor was tested outside the device and passed. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the reservoir tube window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working properly. Customer's blood glucose level kept dropping. Customer's blood glucose level was 39 mg/dl. She treated her blood glucose level with food. The insulin pump was in the same room during a medical procedure/test around an MRI. The customer stopped using the insulin pump last night. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.